Event description:
Allegedly, patient has been experiencing pain in his left hip and high levels of chromium and cobalt were confirmed by a blood test. Additional information received on 07/30/2020: adding scheduled revision surgery date and patient name.